Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-01585. Clarification b3 (date of event): rupture left side after 09 years. Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as surgical damage, observed an opening assessed as surgical damage and missing shell observed assessed as inconclusive. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture with gel all around the prosthesis". The device was implanted after the expiration date of the device. This is for the left side. The device has been explanted.